Manufacturer narrative:
Final device analysis results reveal - catheter leakage/hole.

Event description:
The device system was explanted and replaced due to end of battery life. The device was returned to the manufacturer for disposal. No patient adverse event was reported.